Manufacturer narrative:
Date of event: unknown. Result: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® barricor¿ lh plasma blood collection tubes had foreign matter inside, no report of medical interventions or serious injury.